Event description:
The customer reported that an 840 ventilator was inoperable. It is unk if the alleged malfunction occurred during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory module printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).